Event description:
The patient fell, resulting in lead fractures. The physician confirmed that all electrode combinations were greater than 4,000 ohms. The leads and extensions were replaced. It was noted that the patient lost weight drastically after the implant. The reduced fat degenerated tissue and the leads got tangled. They were "strangely deformed". The patient status was reported as "no health hazard".

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete, and/or, when additional information is received from the hcp.